Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. Sc-8336-70 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. Sc-4316 (sn (B)(4)) device evaluation indicated that the device passed the test performed.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. The physician found no sign of damage or malfunction of the system but believed there might be a pinch on the lead. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. It was also noted that there was a wax over the paddle, which was used to prevent the paddle from sticking out, that was blocking stimulation. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. The physician found no sign of damage or malfunction of the system but believed there might be a pinch on the lead. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. The physician found no sign of damage or malfunction of the system but believed there might be a pinch on the lead. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.